Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 78, 157 mg/dl tests were done within 10 minutes with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.